Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going; results will be provided, if available.

Event description:
It was reported that there was an intraoperative issue with the craniofix clamp. After a cut with a pin cutter and the disc had been fixed, the clamp became loosened and came away. There was no patient harm and no surgical delay. It was noted that the surgeon was very experienced in using the product. There was no further information available nor provided.